Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive buttons. The customer stated that the device was frozen, and was doing buzzing alarms. The customer's blood glucose was unknown. The discontinuation of the malfunctioning insulin pump was advised. The customer had another functioning insulin pump that they reverted to. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. See scanned page.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. No frozen screen noted. No buzzing noise anomaly noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.